Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other nine proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and mildly calcified left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed and used to achieve hemostasis at the rcfa. The suture of the first proglide device in the lcfa was successfully pre-placed; however, the following ten consecutive proglide devices failed. No suture was attached when the plunger of the ten proglide devices was removed. The suture of a twelfth proglide device was successfully pre-placed in the lcfa. The sheath was upsized to a 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.